Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. The device was confirmed to leak when pressurized to 20mmhg. The device supplier has been notified. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has been reported previously. All available information has been placed on file in quality assurance for use in tracking, trending and follow up.

Event description:
The user facility reported that a pressure isolator from a convenience kit was found to be leaking approximately 5 minutes after going on cardiopulmonary by-pass. The blood loss was reported to be minimal (10ml) and it was not deemed necessary to come off pump. Prophylactic medical treatment in the form of antibiotics was administered as a precautionary measure and the patient was reported to come off by-pass with "flying colors" and was out of intensive care on post-op day three.